Event description:
A malfunction alarm identified as malf 16 was reported. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup for insulin delivery. Technical support confirmed the pump was still under warranty and arranged for a replacement. The customer was instructed to put the faulty pump into storage mode and return it with a prepaid label, which they understood and acknowledged.